Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "concern about bia-alcl." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported ¿silicone node right axilla. Uss (B)(6) 2020 showed right implant as intact and a single snowstorm node in right axilla."

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; the weight of the device was within specification, creases fold, red and white particles on the shell and deformation. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The unit is not rupture.